Event description:
It was reported that the atrial lead had some ff (far field) t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that programming changes were made to resolve the atrial lead issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator - (B)(6) 2012; 5086mri52 implantable pacing lead - (B)(6) 2012. (B)(4).